Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery has been observed to be depleting quickly for the past 3 months. Customer reported blood glucose (bg) level reached up to 300 (mg/dl) in the past 3 months. A correction bolus was delivered to address bg levels. Review of pump data showed on (B)(6) 2016 the pump battery depleted from 100% to 30% in 2 hours. In addition, the customer was having difficulty charging the pump that day despite the attempt of multiple wall adapters. Reportedly the customer will continue to use the pump until the replacement pump is received.